Event description:
It was reported that during the procedure, a 3.0x12 xience v rx stent delivery system was advanced toward a heavily calcified lesion in the heavily tortuous right coronary artery, but was unable to cross the lesion. During the advancement without excessive force applied, the proximal shaft separated approximately 9 inches distal to the proximal hub. As the separation site was located outside of the patient's anatomy, the distal piece of the shaft was simply withdrawn from the anatomy without resistance. The procedure was aborted as a 2.5x12 xience v rx stent delivery system and other non-abbott devices subsequently failed to cross the lesion. There were no patient effects and no clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: 5-french medtronic. The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.